Event description:
A customer reported there was no sensor filament inside the adc device and was unable to obtain sensor readings. As a result, the customer experienced feeling lightheaded and was given fluids of faline solution and monitored sugar as treatment by a healthcare professional. The customer further reported having contact with a non-healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 31-jan-2023. The medical event associated with this case occurred on 03-apr-2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. The reported product is not expected to be returned as reporter indicated the device was discarded. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.